Event description:
Irrigation tip broke off inside femoral canal. It was retrieved through a break in the femur which existed as a result of the cement removal of the original prosthesis. The break in the femur had been repaired prior to the tip breaking so reapplication of the repair procedure was necessary.